Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported capsular contracture baker grade iii and rupture. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 09/jan/2025.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation and wear abrasion was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV, double capsule and fibrosis with multifocal mild chronic inflammatory cell infiltration.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ double capsule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Reason for reoperation: capsular contracture, baker grade IV.